Event description:
Upon receipt of the recall packet the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
Upon review of the pictures of the mattress sent to us from the customer the urethane cover bubbled at the center and foot end of the mattress cover exposing the bottom layer of the top cover. A new mattress was shipped to the customer on (B)(6) 2014. This problem has been assigned to (B)(6), and a follow-up report will be submitted upon completion of the corrective action.